Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that there were some residue/foreign material inside the instrumental channel as reported. (B)(4) surmised that this phenomenon might be caused by the user mishandling of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection, it was found that chemical residues had been stuck inside the subject device and it could not be removed by reprocessing. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from (B)(4), omsc surmised that the reported phenomenon was attributed to following. The medical adhesive was injected via endo therapy accessories during the procedure. The medical adhesive adhered inside the instrument channel due to the user's mistake of accessories handling when withdrawing it. The medical adhesive got stuck and remained inside the instrument channel. If additional information is received, this report will be supplemented.